Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was being prepped for transport to the catherization lab, the centrimag console was unplugged from the wall. After 10-15 seconds, an alarm sounded. The type of alarm was not remembered. The pump stopped flowing. The rotations per minute (rpms) were "ramped" down to zero and then increased back up with a return of flows. It was unclear what caused the motor to stop. The console and motor were exchanged. The console was studied and no issues were noted. The event was unable to be replicated.

Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: (B)(4) the MFR number should have been fei-based with the 10 digit fei being 3003306248. Manufacturer's investigation conclusion: the reported event of the motor stopping was confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis to the service depot. The motor was connected to a test console and mock loop. During operation the motor cable was manipulated, causing the motor to stop. A ¿motor disconnected: m2¿ alarm activated. The motor was scrapped and forwarded to product performance engineering (ppe) for analysis. Upon further analysis with ppe the motor was connected to a test calibrated centrimag system. Upon start up, there were no alarms active anf motor speed was able to be increased to 5500 rpm. The motor cable was moved, and the motor speed dropped to 0 rpm, the flow dropped to 0 lpm, and a "motor disconnected: m2" alarms activated. The motor cable underwent resistance testing and fluctuating voltage was seen on the agnd/5v+ line when manipulating the motor cable towards the middle of the cable. The motor cable was stripped and a breach in the insulation in the blue wire (5v+) and additional kinks in the conductor were seen. The root cause for the reported event was conclusively determined to be due to wire fatigue in the motor cable. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) table 16 entitled ¿console alarms and alerts¿ addresses how to interpret and troubleshoot all system alarms including m2 alarms. No further information was provided. The manufacturer is closing the file on this event.